Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced reported infusion set tubing was broken at the connection point event on (B)(6) 2026. The infusion set was in use for five hours. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.